Manufacturer narrative:
Upon follow up, it was further reported that the set leaked after "it came apart". The lot was manufactured between november 29, 2018 and december 02, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sterile repeater pump tube set came apart when being removed from the pump set. This was identified during setup and preparation. There was no patient involvement. No additional information is available.